Manufacturer narrative:
No report of patient involvement, this is a user injury. Legal manufacturer name is ge medical systems ultrasound & primary care diagnostics llc. Device manufactured in 2013, UDI not required. Ge is currently attempting an investigation of the event.

Event description:
Ge healthcare internal counsel received notice of a lawsuit from someone who alleges she was a former user of the ultrasound device. The plaintiff in the lawsuit alleges that on or about (B)(6) 2017 while physically raising the keyboard and monitor on the ultrasound, she suffered severe and permanent injuries to her right shoulder and scapular muscle. No further details have been provided to ge.

Manufacturer narrative:
Ges investigation has completed. The actual logiq e9 could not be evaluated, and additional information could not be obtained from the customer. Therefore, the root cause of the injury could not definitively be reached. Therefore, the investigation turned to historical complaint data both on the actual device and the complaint file. The last service record ge has on the logiq e9 alleged to be involved in the injury was from (B)(6) 2015, which is approximately two years prior to the injury. A review of the complaint file found no other related incidents in a four-year period. Therefore, it has been concluded that no further actions are required at this time.